Manufacturer narrative:
The referenced previously reported driveline issue was reported under medwatch MFR report # 2916596-2015-01461. Approximate age of device ¿ 4 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) medical centre, (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that due to a previously reported potential issue with the driveline, the patient had been using a non-grounded patient cable for use with the power module. In (B)(6) 2018, pump stoppages occurred and an external percutaneous lead (driveline) evaluation by the manufacturer¿s technical services representative was scheduled; however, the patient decided not to proceed with the driveline evaluation. Due to increased frequency of pump stoppages, a pump exchange was performed on (B)(6) 2018. The patient was asymptomatic and very active. No additional information was provided.

Manufacturer narrative:
The cause of the reported pump stops was confirmed during the evaluation of vad-13574. The pump was returned with the driveline cut approximately 4.5in from the pump housing and the severed portion was returned cut into three additional sections. Examination of the driveline segments found breakdown of the braided shield in the area 9-11in from the pump housing. Visual inspection of the wires multiple breaches in the insulation of all six wires in the area 9-10in from the pump housing, including a nearly complete fracture of the brown wire. Examination and testing of the remainder of the driveline found no additional areas of wire damage. The observed damage to the all six of the driveline wires would have caused the low speed and pump stoppage events in the submitted log file, which occurred while the system was operating on external batteries and an ungrounded patient cable (according to cs-067644 and cs-092979). The damage to the brown wire also would have caused the driveline fault alarm that was silenced in the log file. All of the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. No further information was provided. The manufacturer is closing the file on this event.